Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The rtos board, display adapter board, image processor board and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.